Event description:
It was reported that the pt states that he had revision surgery due to the looseness and a "popping noise" in his knee. Pt has been in constant pain since primary surgery. He had his revision surgery at (B)(6) hospital. Pt is unsure of what type of implants he has.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.